Manufacturer narrative:
(B)(4). A CAPA has been initiated for this issue.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support.